Manufacturer narrative:
This information was not provided during the initial report. Additional information has been requested. Synthes is unable to provide the date of manufacture as no product was returned and no lot number was provided. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no lot number was provided. Without a lot number the device history records review could not be requested.

Event description:
Patient returned to surgeon for post op visit post opal spacer and construct implantation completed on (B)(6) 2010. An x-ray showed the opal implant had migrated out towards the spinal canal. Surgeon removed the opal implant only and installed a transconnector on the construct to stabilize the area.